Manufacturer narrative:
The ge service representative evaluated the system and replaced the x-ray tube. The system operates as intended.

Event description:
The customer reported there was an problem with the tube on the 7700 system. No pt injury was reported.